Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log as well as attempting to run the analyzer and sample rack failed. Fse checked the position of the x1 sensor flag for the x1 axis and found the flag was out of alignment. The fse realigned the x1 home sensor flag and ran rack rotation test with no recurring errors. Fse validated the analyzer performing the daily check and running customer quality control (qc) with results within acceptable range. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were four (4) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12: flags and error messages states the following: [2300] s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause was due to misalignment of the x1 home sensor flag.

Event description:
A customer reported 2300 sample loader step feed failure error on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.